Event description:
The patient has a diagnosis of aplastic anemia and no longer needed the port. The patient was taken to or for port removal. When the port was removed, it was noted to be very short. Fluoroscopy revealed a fractured piece was in the pulmonary vasculature of the patient's right lung. The patient had been asymptomatic.